Event description:
The doctor was using the bur to remove old pfm and reports heads snapping off when it touched the metal. It happened a few times but the one patient he can remember was a female that was 54. The doctor did not keep the broken burs but said most of them that he tried snapped. Reporting out of an abundance of caution, because the complainant could not provide product nor confirm lot/serial information.